Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to unconscious with hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was unknown at time of incident. The customer stated that the symptoms related to low blood glucose such as shaking and sweating. The customer was declined troubleshooting. The customer was treated with glucose tablets and drink juice. Customer was in the parking lot and then she passed out. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was over delivering. . Customer stated that they performed self test. Insulin pump did pass self test. The device will not be returned for analysis.